Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Intestinal perforation is a known complication of a peg tube/j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient experienced abdominal pain. On (B)(6) 2020, the patient was hospitalized for abdominal pain. During the hospitalization, it was discovered that the j-tube had grown into the intestinal wall, and the small intestine was perforated. On an unknown date, the j-tube was removed, and two sections of the intestines were removed. It was decided to replace the j-tube at a later date. On (B)(6) 2020, the patient was transferred to another clinic. The date for the tubing replacement is still not set.